Event description:
It was reported that the patient had heating of the battery in the pocket only with stimulation on that had been occurring since (B)(6) 2015. The patient did not get heating with stimulation off or during charging. The patient thought the pocket looked red and swollen, but the reporter saw the patient on the day of the report and said the pocket did not look red and swollen. It was noted that the patient iced the pocket site on the day prior to the report at the advice of the health care professional and noted that the pocket looked worse on the day prior to the report than it did on the day of the report. The reporter noted that the implantable neurostimulator (ins) sat a little proud in the pocket because the patient was thin and fit. It was noted that the pocket size looked big given the size of the battery. The reporter noted that the patient¿s stimulation therapy had not changed since development of the issue. The patient had been afebrile and lacked any infection symptoms at the time of the report. The possibility of an infection or something else going on at the pocket was reviewed with the health care professional. It was further reported that there was a complete device explant of the ins, leads and extensions on (B)(6) 2015 as the patient developed a skin infection that initiated an infection around the leads and ins. Patient symptoms included a fever and that the location of the issue was at the device pocket and lead location. Cultures were done at the time of explant but the reporter did not have information on the type of organism cultured. It was noted that antibiotics were administered intravenously. The patient was at home and taking oral antibiotics, and had a good outcome post-surgery. It was noted that the patient recovered after the explant. It was reported that the infection was causing the heating. The reporter noted that the device was explanted on (B)(6) 2015 but the correct explant date was unknown. The patient would be re-implanted after about three months but no specific date was set yet.

Manufacturer narrative:
Concomitant medical products: product ID 3888-56, lot# va0hzjg, implanted: (B)(6) 2014, product type: lead; product ID 3888-56, lot# va0hzjg, implanted: (B)(6) 2014, product type: lead; product ID 3888-56, lot# va0hzjg, implanted: (B)(6) 2014, product type: lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3888-56, lot# va0hzjg, implanted: (B)(6) 2014, product type: lead. (B)(4).